Event description:
Telemetry issues were reported. Multiple physician mode recharges had been done and the "call your doctor" icon was displayed. The device had been in an over-discharged state. A power-on-reset (por) condition was noted. On (B)(6) 2011 coupling issues were also noted. The pt had recharged on (B)(6) 2011 for five hrs with eight coupling bars. The recharger then shut off, but only 25% of the neurostimulator battery icon was blinking. On (B)(6) 2011, a por screen was displayed as well as a reposition antenna message. The antenna-locate feature resulted in por message followed by the normal recharging screen; however, no coupling bars were achieved. Upon adjusting the belt, 6 coupling bars were achieved. On (B)(6) 2011, an interrogation of the battery revealed it was discharged and the pt was instructed to perform a physician mode recharge, after which a por condition was reported. The pt had to charge more than expected, and could not get the device to charge past 50%. The pt was also unable to adjust stimulation. The neurostimulator was charged to 75%, and a por warning was displayed on the pt programmer. The por was cleared. On (B)(6) 2011, the pt was able to get his device to charge; however, it would not hold a charge despite charging daily. Reprogramming was attempted. It was also noted that the leads had moved and the pt was receiving abdominal stimulation only. The battery did not appear to be at end-of-life. The device had been over-discharged several times. The pt wanted a new system implanted and possibly a lead revision. It was unk whether a revision had been scheduled.

Manufacturer narrative:
(B)(4).